Manufacturer narrative:
(B)(4): device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(4) as follows: it was reported that the procedure was a sacro pelvic fixation. The surgeon was using the awl to make a hole for a new screw when the awl tip broke off. The surgeon used the straight awl in set to continue. There was approximately a five to ten (5-10) minute delay. The surgery was completed successfully with no adverse event reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the received instrument has a broken tip, as described in the complaint description. A device history record (DHR) review was performed for the affected lot with no abnormalities or deviations detected that could lead to the complaint failure. One piece of the awl tip has broken off. The broken piece was not supplied for investigation. Therefore, it was not possible to measure the diameter of the broken part. However, no manufacturing related issues were identified or confirmed. Based on this information, the exact reason for this problem could not be determined. It is likely that wear and tear over the years (as the instrument is over 8 years old) and/or high applied mechanical force led to this damage. To prevent such problems, it is necessary to replace worn or damaged instruments prior to use. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.